Manufacturer narrative:
The t:slim g4 pump user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. Select resume insulin to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a resume pump alarm, as the customer had stopped insulin the previous day and had forgotten to resume insulin. The customer's blood glucose level was impacted (over 600 mg/dl). The customer corrected for elevated bg level using the pump and bg level had lowered to 400 mg/dl at the time of the call.